Manufacturer narrative:
On 25-nov-2021, the suspected medical device was returned for evaluation. On 30-nov-2021, mentor received additional information regarding the patient¿s information, MRI result, patient¿s symptoms, and revision surgery. The weight of the patient is 189 lbs. MRI performed on (B)(6) 2021 indicated bilateral rupture. The relevant field has been updated. The patient experienced bilateral cutaneous contour deformity and grade I capsular contracture. The relevant field has been updated. Capsular contracture baker grade I is not clinically significant as it is an expected physiological reaction. The patient underwent bilateral removal and replacement with two 370cc mentor memorygel breast implant prostheses (catalog #: smpx370, left serial #: (B)(6), right serial #: (B)(6). On (B)(6) 2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. Additionally, an anomaly was observed on the edges of the tear consistent with a crease/fold. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
T was reported that a (B)(6) caucasian female patient underwent a revision breast augmentation with two 275cc mentor memorygel breast implant prostheses and experienced bilateral rupture postoperatively. The diagnosis was confirmed based on physical examination. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the right-sided prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).